Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, at the time, of stapling, the handle was locked which did not allow tissue stapling to be performed. The green button was pressed but the surgeon was unable to squeeze the handle. Another handle was used to complete the case. There was no patient injury.